Event description:
It was reported that during a procedure using an intellanav mifi open-irrigated ablation catheter the irrigation tubing was broken. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was completely separated from the luer fitting joint of the catheter handle. The separation was also confirmed through pictures that were provided by the field. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.

Event description:
It was reported that during a procedure using an intellanav mifi open-irrigated ablation catheter the irrigation tubing was broken. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been returned for analysis.